Event description:
It was reported the customer received a button error alarm while bolusing. The customer also reported changing their battery and receiving a partial display on their insulin pump after. Customer stated there was a strip of blank space on the screen. Customer's blood glucose was unknown at the time of the call. The customer also reported they had the partial display on their insulin pump for one month. Customer's last known blood glucose was 213 mg/dl. The customer also reported none of their buttons were responding while on the call. Customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces and missing segments due to cracked lcd zebra connector. No button error alarm noted. The insulin pump has cracked display window, cracked case at display window corners and cracked reservoir tube lip.